Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to the tip dislodgement. In addition to the tip detaching, the additional finding was the knife electrode was covered with burnt foreign matter. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Event description:
The customer reported to olympus that the single use electrosurgical knife tip knife part could not protrude from the sheath. The event occurred during a therapeutic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the knife had detached. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the knife could not protrude from the sheath because the tip was dislodged. Although a definitive root cause of the tip dislodgement could not be determined, a likely mechanism includes: (1) discharge occurred between the tissue and the electrode during energization due to the following factors the output setting was too high. The machine was used in coagulation mode. The energization time was too long. The length of contact between the tissue and the electrode was too short. (2) the tip and electrode were subjected to localized high heat from the discharge, which reduced the strength of the adhesive holding the incision knife and tip in place. (3) the tip was subjected to a load during the tissue incision, and the adhesive fixing strength described in (2) decreased, causing the tip to come off. The following is included in the instructions for use: ¿- in rare cases, depending on the conditions of use, the tip and electrode may chip or fall off, or the incision knife may be deformed or broken, such as when the rf ablation power supply is used in coagulation mode, when the output setting is high, when the energization time is long, or when the contact length between the tissue and incision knife is short. Always check for any abnormality in the tip during use. If the tip or electrode is found to be chipped or detached, or the incision knife is broken, immediately stop using the knife and use a spare hf knife. Use of an abnormal hf knife may lead to perforation or major bleeding. In addition, the dislodged tip, electrode, and incision knife should be retrieved using grasping forceps or the like. - any mucus or other liquid adhering to the electrode, incision knife, tubing, or tissue in the body cavity should be aspirated. If the incision knife is energized without aspirating the mucus or other liquid, it may cause perforation, major bleeding, damage to the mucous membrane, or burns to tissue that is not the target of the incision. In addition, if the electrode and incision knife are energized while floating above the tissue to be incised without aspirating liquid such as mucus, electrical discharge is likely to occur, which may result in the tip chipping or falling off, or deformation or rupture of the incision knife. - do not set the output setting of the high-frequency ablation power supply unit higher than necessary or extremely low. Also, do not lengthen or shorten the energizing time longer than necessary. Excessive or inadequate energization may result in perforation, severe bleeding, mucous membrane damage, or burns to tissue that is not the target of the incision. The output setting and energizing time should be set appropriately according to the condition of the tissue to be incised. In addition, use of high voltage waveforms increases the likelihood of tip chipping or falling off and deformation or breakage of the incision knife. Use high voltage waveforms only to the minimum necessary. - the strength of voltage for each waveform of the high-frequency ablation power supply is as follows. Incision wave/soft coagulation wave < mixed wave < coagulation wave < spray coagulation wave*1 (apc mode, etc.) *1: spray coagulation cannot be used with this product. - do not use excessive force to remove tissue adhering to the tip. Also, do not remove adhered tissues by abrupt or continuous thrusting or storing of the incision knife. Rubbing strongly with tweezers, or attempting to remove adhered tissue by rapidly or continuously pushing the incision knife out or storing it may cause excessive stress on the tip, which may result in the tip chipping or falling off, or deformation or rupture of the incision knife. - do not force insertion, insertion with the incision knife protruding, or rapid insertion. There is a risk of sudden protrusion from the tip of the endoscope, leading to mucous membrane damage, bleeding, etc. If insertion is difficult due to high resistance, return the angle of the endoscope to a point where it can be inserted without difficulty. Forcing insertion while the endoscope angle is greatly curved may cause excessive load on the tip, which may result in cracking of the tip or other product damage.¿ olympus will continue to monitor field performance for this device.